Event description:
It was reported that when using the bd pyxis¿ es server system station report - events was not printing correctly and produced a long blank sheet with few abnormal characters on multiple stations. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to incorrect printing behavior affecting multiple stations. The technical support specialist performed troubleshooting on one station and confirmed resolution, and the customer was advised to follow knowledge article fujitsu thermal printer driver installation for the remaining affected stations. The system functioned as intended after the technical support specialist troubleshot the device.